Event description:
Additional information was received that Intraocular lens could be implanted and there was no permanent damage.

Manufacturer narrative:
INVESTIGATION INCLUDING ROOT CAUSE ANALYSIS IS IN PROGRESS. A SUPPLEMENTAL MDR WILL BE FILED AS NECESSARY IN ACCORDANCE WITH 21 CFR 803.56 WHEN ADDITIONAL REPORTABLE INFORMATION BECOMES AVAILABLE. THE MANUFACTURER INTERNAL REFERENCE NUMBER IS: (B)(4).

Event description:
A HEALTH CARE PROFESSIONAL REPORTED THAT PHACOEMULSIFICATION TIP EXHIBITED DEFORMATION WITH A SHARP EDGE, WHICH RESULTED IN A CAPSULAR TEAR DURING SURGERY. THE PROCEDURE TYPE WAS UNKNOWN. THE SURGERY WAS COMPLETED ON SAME DAY, AND EVENT OUTCOME WAS UNKNOWN.

Manufacturer narrative:
Additional information was updated in B.5 that Intraocular lens could be implanted and there was no permanent damage The manufacturer internal reference number is: (b)(4).